Manufacturer narrative:
We have evaluated the device and confirmed the reported failure. The window lock feature did not work when the button was engaged. The blades rotated intermittently and hesitantly when the run button was engaged. The pcb board was found to have corrosion underneath it. The motor was found to have corrosion and some debris on the endbell side. The lip seals were found to be normal and assembled per the instructions. When the motor was disassembled and tested, the resistance did not improve when the run button is pressed. The probable root cause of the defect is a damage to the motor and the pc board due to water exposure. We have also submitted manufacturer report number 1220948-2018-00021 and 1220948-2018-00023 for the incidents that occurred with two other handpieces at the same hospital and during the same case. Our device evaluation found water exposure into the inner components in all three devices reported to be malfunctioning by the hospital. It is possible that device handling technique and improper sterilization process at the hospital could have contributed to this incident. Our IFU states not to remove the cable from the handpiece and secure the cable end with the protective cap during sterilization. The device was not used in the patient. The issue was detected during pre-use check.

Event description:
Resector handpiece did not work properly during pre-use check.